Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215735984, was returned and analyzed. Visual inspection of the mapping catheter showed the loop had kinks. The mapping catheter had several electrode pairs displaying noises. The catheter was dissected, and several electrode wires were detached from the weld which most likely occurred due to the loop kink. In conclusion, the mapping catheter failed the returned product inspection due to the loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the intracardiac potential of the mapping catheter was not displayed. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter was returned and subsequently tested out of specification per the manufacturer's investigation.